Event description:
Boston scientific received information that during a routine device changeout, this newly implanted implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted that the pins were re-inserted several times. The device configuration was subsequently changed and a normal shock impedance measurement was obtained. A defibrillation threshold (dft) test performed thereafter was also successful. Further, no lead anomalies were seen under a fluoroscopy. Boston scientific technical services (ts) noted that the lead trend showed a gradual rise in the shock impedance measurements. The physician elected to leave the system in the configuration that provided normal measurements. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.